Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels rose to 26 mmol/l (468 mg/dl) while wearing the pod. When removed, the patient noted that the pink slide did not move forward, indicating a needle mechanism failure occurred. As treatment, a new pod was placed and a bolus was given.